Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline stent device that failed to open. When retrieving failed pipeline, it became stuck at the distal end of the phenom catheter. A hyperform balloon ruptured during the same procedure after the pipeline deployment failure. The patient was being treated for an unruptured 28mm fusiform aneurysm of the internal carotid artery. Vessel tortuosity was severe. It was reported that a navien intracranial support catheter was navigated to the aneurysm site. The phenom catheter and guide wire were then navigated to the distal neck of the aneurysm. The pipeline was delivered to the tip of the phenom microcatheter. However pipeline deployment failed. When trying to retrieve the pipeline, significant resistance was felt with the pipeline at the distal end of the phenom microcatheter so the devices were removed together. After pipeline deployment failure, use of a hyperform balloon was attempted but the balloon ruptured. The balloon was replaced with a non-medtronic balloon and afterward 4 pipeline stents were successfully placed to complete the procedure. All devices were prepared and catheters flushed per the instructions for use (IFU). There was no harm or injury to the patient. Post-op angio showed eclipse sign.